Event description:
The patient reportedly suffered from a sepsis (presence of staphylococcus aureaus) which led to the explantation of the subject ICD.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The patient reportedly suffered from a sepsis (presence of (B)(6)) which led to the explantation of the subject ICD.